Event description:
Caller reported a rapid increase of 30% in ibc over a short period of time. There was no reported impact on the customer¿s blood glucose level, as they declined to provide specific bg values during the inquiry. The issue was identified as being caused by a fluctuation in the fuel gauge, already addressed in a subsequent software update by tandem. Technical support provided the caller with pump reset instructions and guidance on updating the software, along with preventive measures until the update could be completed. The caller acknowledged and understood the information provided.